Event description:
The (B)(6) state public health newborn screening laboratory uses the perkinelmer screening center module of specimen gate (sgsc) software (a class I medical device) to store, retrieve, and process the data associated with specimen testing including but not limited to patient demographics, tests ordered, test results, test result interpretation, quality control results, and result codes (flags) that may be associated with the specimen from its entry into the laboratory workflow until patient report is generated and released. When sgsc software is installed, configurable settings are programmed based on the customer preferences. For instance, each laboratory enters their specific population based reference ranges that are used to evaluate if a patient's test results are normal, below or above the reference range and require further action such as repeat testing. This laboratory specific logic automates the flow of the specimen through the laboratory. The customer defines the nomenclature used for their result codes (flags), and when the software encounters the predefined result code the software processes the specimen according to the logic associated with the result code. Occasionally the laboratory receives specimens from adults to be tested for pku treatment monitoring. The newborn screening laboratory received 5 specimens for the patient. The first specimen was received on (B)(6) 2014. The specimen was denoted as a pku dietary monitoring specimen based on laboratory protocol. The specimen was only analyzed for msms disorders and the report was printed on (B)(6) 2014 at 10:11 am. The second specimen was received on (B)(6) 2014. The initial hgb analyte was abnormal (af pattern) triggering a confirmation request. The laboratory cancelled the confirmation request on (B)(6) 2014 at 2:24 pm. The laboratory tech then updated the result code of the initial hgb analyte test to a confirmation result code, but did not update the disorder, having it remain as an initial to be confirmed result. The report was printed on (B)(6) 2014 at 2:54 pm showing hgb disorder as normal, even though the test needed to be confirmed. The third specimen was received on (B)(6) 2014. The specimen was denoted as a pku dietary monitoring specimen based on laboratory protocol. The specimen was only analyzed msms disorders and the report was printed on (B)(6) 2014 at 10:22 am. The laboratory did print, edit, and fax the report on (B)(6) 2014. The fourth specimen was received on (B)(6) 2015. The specimen was denoted as a pku dietary monitoring specimen based on laboratory protocol. The specimen was only analyzed msms disorders and the report was printed on (B)(6) 2015 at 10:25 am. The fifth specimen was received on (B)(6) 2015. The specimen was denoted as a pku dietary monitoring specimen based on laboratory protocol. The specimen was only analyzed msms disorders and the report was printed on (B)(6) 2015 at 8:41 am. The patient report released did not contain any erroneous content. (B)(4).